Event description:
A patient reported experiencing inaccurate low results with a lifescan, one touch ultra meter. The patient's blood glucose results were 144 mg/dl vs. 187 lab. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.